Event description:
A pt received an x-stop peek implant at level l4/l5. It was reported that 15 days later, the pt underwent a decompression surgery and the implant was removed. No other info was available.

Manufacturer narrative:
Method - device not returned, f/u conversation with company rep.